Manufacturer narrative:
The customer did not return the defective device for evaluation. Through communication and interviews with the customer, technical support (ts) advised that the mean airway pressure (map) must be adjusted down to 20 cmh2o during the performance checkout. The biomedical engineer acknowledged that this step had been missed and confirmed that the issue could no longer be reproduced. The root cause is determined to be an incorrect test setup. Correction: b5 and d1 brand name.

Event description:
Complainant reported that during pre-use checks, the device stops oscillating as soon as the start button is pressed. There was no patient involvement during the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device experienced oscillate issues. Complainant indicated that there was no patient involvement in the reported issue.